Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was 302mg/dl. The customer states their levels had dropped as low as 43mg/dl due to over bolus. The customer states they conducted full set change to treat for the highs and wanted to make sure they had done so correctly. The customer was assisted and educated on causes for low and high blood glucose levels. No further assistance provided at this time.